Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of filter leaking and tubing snapped could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free tpn filter leaked and the tubing "snapped" during use. The following information was provided by the initial reporter: "while nursing student was priming tpn line, tpn filter began leaking and when assessed breakage tubing snapped. New filter placed on lines, event did not effect patient." "¿ tpn extension set broke while end user was diagnosing source of leak ¿ end user indicated item was the bd #20027e (i.e. 0.2u extension set), lot #h37020027e18"

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free tpn filter leaked and the tubing "snapped" during use. The following information was provided by the initial reporter: "while nursing student was priming tpn line, tpn filter began leaking and when assessed breakage tubing snapped. New filter placed on lines, event did not effect patient." "Tpn extension set broke while end user was diagnosing source of leak. End user indicated item was the bd #20027e (i.e. 0.2u extension set), lot #h37020027e18."